Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with moderate calcification. A high torque (ht) versaturn guide wire was advanced toward the distal left anterior descending artery and the uncoated tip got stuck in calcification. An unspecified balloon catheter was inflated near the distal tip to retrieve the wire at the end of the case. The guide wire was removed from the patient anatomy without issue. The lesion was ultimately treated with a 2.75x23 mm xience prox stent. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties and treatment appear to be related to patients anatomy. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.